Manufacturer narrative:
H6: investigation summary: no photo or sample received for investigation. Without further information, the root cause of this complaint remains unknown and it cannot be verified. A device history record review could not be performed because a lot number was not provided by the customer. The customer provided a possible lot number: 21019566 that did not show any information for the given material. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free experienced leakage. The following information was provided by the initial reporter: material no.: (B)(6) batch no.: unknown (possible 21019566) rn was called to the patient's room to evaluate fluid leaking from the IV line, this was discovered to be from the IV filter. Filter and line were changed using sterile precautions. Patient remained in stable condition. Unsure of this device's lot number, current stock at time of event: lot # (10)21019556.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. FDA notified: the initial reporter also notified the FDA on 2021-05-03 via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 21019566. Medical device expiration date: 2024-01-19. Device manufacture date: 2021-01-19.

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free experienced leakage. The following information was provided by the initial reporter: material no.: 20027e batch no.: unknown (possible 21019566). Rn was called to the patient's room to evaluate fluid leaking from the IV line, this was discovered to be from the IV filter. Filter and line were changed using sterile precautions. Patient remained in stable condition. Unsure of this device's lot number, current stock at time of event: lot # (10)21019556.